Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a pump exchange was performed on (B)(6) 2014 due to recent hemolysis and a suspected sealed outflow graft bend relief disconnect that was noted on CT scan. The patient was initially implanted on (B)(6) 2012 before the bend relief collar was implemented. During the pump exchange procedure, the bend relief disconnect was confirmed. No holes were present in the outflow graft. The inflow cannula was not replaced due to surgical difficulty related to scat tissue, the location of the apex, and the opinion that the patient's hemolysis was attributed to the bend relief disconnect only. The patient was transfused during the procedure due to a drop in hematocrit to 17%; the origin of the bleeding was unknown. No thrombus was found upon examination of the explanted pump. Weaning from cardiopulmonary bypass (cpb) post implant was delayed as the anesthesiologist reported the patient was difficult to ventilate. The surgeon noted a left loculated pneumothorax which was repaired, improving ventilation and allowing weaning from cpb. The post-implant echocardiogram showed ventricular unloading, the right ventricle was ok, and the aortic valve wa mostly closed. Throughout the operative procedure the patient required administration of desmopressin and multiple additional unspecified medications. The patient was reportedly stable post-implant. It was reported that the patient was not waking up after the pump exchange and was exhibiting questionable seizure activity. A CT scan revealed a large, middle cerebral artery (mca) stroke thought to be ischemic in nature. The patient's hemodynamic status declined and despite maximum doses of levophed his blood pressure continued to drop. The patient's family elected to withdraw care and he expired on (B)(6) 2014. There were no reported pump related issues post-exchange.

Manufacturer narrative:
A correlation between the device and the patient¿s outcome could not be determined; however, the instructions for use lists stroke as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.